Manufacturer narrative:
(B)(4). One lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries from the manufacturing process.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that mid-way through a procedure, the device would no longer open. No patient injury occurred and a new ligasure device was used to complete the procedure.